Manufacturer narrative:
The current consumption of the ICD was checked and found to be normal and as expected. Next, the eos status was removed with a technical programmer and a subsequent interrogation revealed the bos battery status with 100 percent remaining capacity. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery status after the function test was still bos. During the further course of the analysis the device was long-term stored at different temperature environments, which showed no anomalies. The battery status did not change during or after the long-term storage test at different temperature environments. In next step, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. The battery voltage was inconspicuous at 3,16 v. The battery was disconnected from the electronic module and sent to the manufacturer for detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. In a next step the battery was subjected to an electrical and destructive analysis. During the thorough analysis no conspicuities could be found. The electrical parameters were normal and expected and the destructive analysis showed no anomalies, proving the battery within specifications. In conclusion, the clinical observation could be confirmed. Based on a thorough analysis of the available data and the device itself, it can be assumed that the occurrence of a temporary voltage drop led to the eos activation. However, no conclusion can be drawn regarding the root cause of the temporary voltage drop. After reset of the eos battery status the ICD functioned as expected and the eos status was not reproducible. The battery was not depleted.

Event description:
It was reported that the ICD showed battery depletion (eos) during a follow-up approx. 6 weeks after the implantation. The device was explanted. Should additional information be received, this file will be updated.